Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and balloon guide catheter. During the procedure, while advancing the velocity through the balloon guide catheter and into the target vessel, the velocity broke in half inside the balloon guide catheter. Subsequently, the physician used a stent retriever to remove the broken pieces of the velocity. The procedure was completed using a new velocity and the same balloon guide catheter. There was no report of an adverse effect to the patient.